Event description:
It was reported that a continu-flo interlink solution set's injection port collapsed during an injection. This resulted in the blood back flowing into the IV tubing. There was no report of patient injury, medical intervention, or adverse event in association with this event. Additional information was requested and is not available.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). If additional relevant information is obtained, then a follow-up MDR will be submitted.